Manufacturer narrative:
The cause for the discordant toxoplasma g (toxo g) results is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." MDR 1219913-2019-00012 was filed for the same event.

Event description:
False positive advia centaur xp toxoplasma g (toxo g) results were obtained on two different draws from the same patient. The positive results were found to be discordant with the current results from an alternate method and historical negative results. The toxo m results were always negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00013 on february 05, 2019. 03/22/2019 additional information: the patient sample was returned to siemens and additional testing was performed. The sample was tested with advia centaur xp toxoplasma g (toxo g) reagent lots 061234 and 061238 and with immulite 2000 txp reagent lot 442. The sample was run neat at n=3 on both instruments, and with all reagent lots. All replicates of the sample recovered positive on the advia centaur xp for both toxo g lots 234 and 238 and non-reactive on the immulite 2000 with txp lot 442. The sample was then treated with heterophilic blocking tube (hbt) and non-specific antibody blocking tube (nabt) and was run at n=3 on both advia centaur xp toxo g reagent lots. All replicate results post hbt and nabt treatment were still positive on the advia centaur xp for both toxo g reagent lots 234 and 238 and replicated the customer's observations. Results (iu/ml): advia centaur xp sample ID (B)(6): kit lot # 061234 061238 replicate 1 380.5 356.5 replicate 2 379.4 370.8 replicate 3 375.6 376.4 advia centaur xp sample ID (B)(6): kit lot # 061234 061238 replicate 1 375.6 362.0 replicate 2 385.9 374.3 replicate 3 378.6 363.7 advia centaur xp sample ID (B)(6): kit lot # 061234 061238 replicate 1 349.5 341.9 replicate 2 352.5 340.6 replicate 3 345.2 354.5 immulite 2000 sample ID (B)(6): kit lot # 442 replicate 1 <5.0 replicate 2 <5.0 replicate 3 <5.0 the siemens' summary results replicated the customer's observations with this patient sample and indicate that this is neither an advia centaur toxo g lot specific issue nor a site/system specific issue. The internal study results are indicative of a sample specific issue and does not confirm a siemens product non-conformance. The calculated specificity on this account for toxo g lot 238 is 695/696= 0.9985 x 100= 99.9%. The relative specificity advia centaur xp txog as described in the instruction for use (IFU) 10629904_en rev. Aa, 2016-04 is 99.6 %. The customer has not reported any new incidents of false reactive toxo g results and this issue is an isolated and sample specific incident. Based on the available information, the advia centaur xp toxoplasma g lot 061238 is performing as intended. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2019-00012 supplemental report 1 was filed for the same event.